Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: ratio pump, sample probe, electrolyte injection cup, sodium and reference electrodes. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the unicel dxc 600 pro synchron system generated low sodium patient results. The results were not released from the laboratory. There was no change in patient treatment in association with this event.